Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. Only humalog® and novolog® have been tested by tandem diabetes care, inc., and found to be safe for use in the t:flex pump.

Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies to address the issue. Reportedly, the customer is using u-500 insulin. Customer's blood glucose was 100 mg/dl.